Manufacturer narrative:
Approximate age of device - 2 years and 2 months. The reported pump stoppage events were confirmed via the submitted system controller data log file. The log file contained two recorded pump stoppages on (B)(6) 2016, which appeared to occur while the system was operating on the power module. The second pump stop appeared to show a corresponding increase in pump power. Based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller event history appear consistent with a potential driveline issue; however, driveline wire damage could not be confirmed as the device remains in use and was not available for evaluation. The patient remains ongoing on pump support with an ungrounded patient cable and no further events have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that interrogation of the system controller revealed red heart alarm conditions (pump off and low speed advisory) recorded for approximately two seconds on (B)(6) 2016. The patient was reported to be asymptomatic. The patient was placed on an ungrounded patient cable. Review of the submitted log file by manufacturer's technical services representative confirmed two pump stop events on (B)(6) 2016. These events occurred while the system was connected to a power module and seemed to indicate a potential issue with the driveline. On (B)(6) 2016, the patient was issued an ungrounded power module patient cable and no further alarms had occurred. The plan was for the patient to remain on an ungrounded patient cable for power module operation. No further information was provided.